Event description:
Customer reports that she obtained results of 100mg/dl and 222mg/dl on the same device within 10 minutes. She reports another comparison with results of 39mg/dl and 85mg/dl within 10 minutes on the same device. Customer reports a third comparison with results of 195mg/dl and 19mg/dl within 10 minutes on the same device. No action was taken based on these device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.